Event description:
Caller states that they performed back to back tests on the same device with the following results: 350mg/dl. 200mg/dl, and 110mg/dl. Tests were performed within 10 minutes. No adverse event reported and no treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.